Manufacturer narrative:
Additional, changed, and/or corrected data: supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
Allergan received a report that a patient received coolsculpting treatment to the mid and lower abdomen, chest and flanks on (B)(6) 2020 using the cooladvantage coolcore applicator. The patient was diagnosed with paradoxical hyperplasia in mid and lower abdomen +chest + flanks. Tissue described as nodules of fat under the skin, irregularity of the skin, hyperplasia on the treated areas.

Event description:
Allergan received a report that a patient received coolsculpting treatment to the mid and lower abdomen, chest and flanks on (B)(6) 2020 using the cooladvantage coolcore applicator. The patient was diagnosed with paradoxical hyperplasia in mid and lower abdomen, chest, and flanks. Tissue described as nodules of fat under the skin, irregularity of the skin, hyperplasia on the treated areas.

Manufacturer narrative:
Corrected data: a6, d1, and d4. The correct g3 date received by manufacturing for initial medwatch is 6/may/2021. The correct g3 date received by manufacturing for supplemental medwatch is 16/feb/2023.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a patient received coolsculpting treatment to the mid and lower abdomen, chest and flanks on (B)(6) 2020 and (B)(6) 2020 using the cooladvantage coolcore applicator. The patient was diagnosed with paradoxical hyperplasia in mid and lower abdomen +chest + flanks. Tissue described as nodules of fat under the skin, irregularity of the skin, hyperplasia on the treated areas.